Event description:
A distributor complaint was reported internationally, concerning an incident in france where the pump started, charged, and was recognized by the computer. It showed an alert data error on one occasion, but later tests indicated no alarms or alerts, and the pump was working properly. No information was available regarding the customer's blood glucose level. There was no mention of the pump being returned, and no further actions were noted in the report.